Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, a pulmonary vein was torn with the sureform 45 curved-tip stapler instrument. The issue occurred when the sureform 45 curved-tip stapler instrument moved non-intuitively while dividing a pulmonary artery branch. Prior to the issue, the vessel was isolated with a tip-up fenestrated grasper instrument in universal surgical manipulator (usm) #4. The sureform 45 curved-tip stapler instrument, with a vascular reload installed, had previously been used to divide one other vessel. During the issue, a tip-up fenestrated grasper instrument was installed on usm #1, a cadiere forceps instrument was installed on usm #2, and a sureform 45 stapler instrument was installed on usm #4 through the same trocar the initial tip-up fenestrated grasper instrument had been previously inserted. The sureform 45 curved-tip stapler instrument, with a vascular reload, went through the trocar and around the vessel. The stapler instrument's jaws were open and not closed. When the jaws began to be closed, the surgeon claimed that the sureform 45 curved-tip stapler instrument ¿in slow motion¿ drifted upwards and the vessel began to tear. The surgeon stated, ¿I¿m not moving, I¿m not moving¿ as this occurred. An attempt to counter the upward motion was made, but the sureform 45 curved-tip stapler instrument kept going up and towards the left where the tip-up fenestrated grasper instrument was installed on usm #1 and was off-screen grasping the vessel and applying pressure. The sureform 45 curved-tip stapler instrument's wrist had originally been at an angle prior to drifting, with the wristed joint trying to straighten from the angle. The surgeon was not sure if the wristed joint was either in the sheath, or partially in the sheath, or was touching the tip-up fenestrated grasper instrument. Per the surgeon, there was no internal collision; if there was an internal collision, it would have occurred off-screen closer to the chest wall. There had initially not been tissue tension until the sureform 45 curved-tip stapler instrument changed direction. The surgeon made the clinical decision to convert to open surgery due to the torn pulmonary artery branch. The cadiere forceps instrument was used to grasp the vessel to apply pressure and kept it there during undocking. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the live logs and did not note any associated events. The estimated blood loss was 600ml but the patient did not require a blood transfusion. The patient had to spend an extra night in the hospital than originally would have been recommended due to the conversion to open surgery, and the patient had been experiencing post-operative neuropathic pain, which had led to two emergency room visits. Per the surgeon, the patient ¿is doing fine.¿ the surgeon denied encountering any obstructions between the instrument jaws, that the target tissue was calcified, or that the target tissue was exposed to radiation or chemotherapy. The stapler instrument's jaws did not become stuck on tissue. The manual release knob (mrk) of the stapler instrument did not need to be used. No damage was noted after use, and there were no fragments missing from the instrument.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show sureform 45 stapler instrument (part #480545-04; lot #t90220504-0017) was installed 2 times and fired one white reload on the 1st install. Clamping and firing were complete per the logs with no pauses for compression. The instrument was installed a 2nd time with no clamping or firing attempted. There were no stapler related errors for the sureform 45 stapler instrument in the logs. The logs show a grip release tool was used on a cadiere forceps instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted left upper pulmonary lobectomy procedure, a pulmonary vein was torn by a sureform 45 stapler instrument. The sureform 45 stapler instrument allegedly drifted upwards and the vessel began to tear. The surgeon made the clinical decision to convert to open surgery due to the vessel injury. The cause of the operative complication is unknown.